Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a physician that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 28 mg/dl at the time of the incident. The customer's pump was set in millimoles instead of milligrams. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the doctor was in a hurry. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.